Event description:
It was reported to philips that the system's image processing computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system's image processing computer was unable to boot, preventing a full system boot. Review of the logfile shows system was shut down during a procedure. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found host pc was unable to communicate with the ippc. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and restarted the system to resolve the issue, checked the system logfile and found that the ip pc need to be replaced. Fse replaced the ippc and the system started up properly, but the system indicated that the hard disk (storage space) was full, while no patients were stored on the system. To resolve the issue, the fse replaced the hard disks of the ip pc, reloaded software and performed a recreated image disk. The defective part was sent for analysis, for ippc failure was observed and the failure was found to be non-functional power supply unit. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.